Event description:
It was reported during service at the manufacturer that the micro reciprocating saw continued to run when the trigger was no longer activated. It was also reported that the saw ran without user activation . There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the sockets. The bearing, slide lock and button were worn.